Manufacturer narrative:
Concomitant medical products: 5071-35 x2 leads, implanted (B)(6) 2008, 6947-65 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. During the replacement procedure, the right atrial lead was entangled with the rv lead so it was explanted and replaced. The left ventricular lead had a visible insulation breach when it was freed from the pocket. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.